Manufacturer narrative:
The device was not returned to zoll medical corporation. The device was returned to the distributor, l.o.v. Mediteck, for evaluation. The malfunction was duplicated and the device's smart pneumatic module board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "compressor failure - 1002" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.